Event description:
It was reported that occlusion alarms occurred. As a result, the customer's blood glucose reached a high level, but no specific value was known, only indicated as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and resolved the issue by changing the cartridge and resuming insulin delivery.